Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states that his father got a new invacare walker from the hospital. The new walker did not have swivel wheels so they took the wheels off old walker that had swivel wheels and put them on the new walker. Consumer alleged that the plastic that holds the wheel to the tube had broke. MDR filed.